Event description:
The customer was hospitalized for low bgs. It was stated that the customer had an insulin reaction in the car on their way to chruch and customer passed out. The customer had switched from using a 300 unit filled reservoir to a 150 units reservoir and forgot to put the converter in the reservoir compartment. Troubleshooting was performed. The programming, bolus history, totals, and insulin concentration were accurate. Suggested customer to call md to discuss possible causes of low bgs. The customer has been experiencing several low bgs with hardly any food intake and no boluses given. The customer forgot to place the converter in the reservoir compoartment and customer believes it was the reason the pump was not pushing the insulin accurately into their body. In addition, the customer did have lots of stress issues as well.